Event description:
It was reported that during the implant attempt, the helix would not extend after one repositioning. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and tissue visible in it. Removed tissue with alcohol, once helix extended, the helix was found bent. If information is provided in the future, a supplemental report will be issued.